Event description:
Hospice pt in (B)(6) rolled off hospital bed with half rails up (unwitnessed), was found with feet on rails, not breathing. (B)(6) staff moved pt to floor to attempt CPR. Coroner's report stated cause of death was positional asphyxia, due to entrapment between mattress and bedside rails.